Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery,the implant broke while insertion into the disc space. Reportedly, the surgeon went to insert the cage into the disc space but cage had somehow expanded prior to insertion into the disc space. Upon insertion, surgeron ended up catching the lip of the implant on the vertebral body and the implant broke. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually identified -03 peek upper component ears broken off and not returned for analysis. Optical and microscopic examination did not identify damage to the top, bottom, or sides of the nose of the -03 peek upper component. Optical and microscopic examination of the implant identified very light surface marks on the peek scallop features of the -03 peek component. Cadaver bench implantation with sample elevate implants was unable to replicate broken ears without material witness marks and/or deformation elsewhere. Unable to determine definitive root cause from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.